Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture, calcification, occasional pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left breast rupture and calcification. Imaging from patient also reported, "occasional pain". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the of weight of the device within specification, blue particles on the shell and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional confirmed rupture. The device has been explanted.

Event description:
Healthcare professional confirmed rupture. The device has been explanted.